Event description:
While inserting a central venous catheter into right femoral site, I was also trying to insert an arterial line. After verifying that my introducer needle was in the femoral artery per us (ultrasound) plus clinical verification per pulsating blood return from the arterial needle, I inserted the guidewire thru the needle. The guide wire went in smoothly. However, when I was retracting the needle out, I encountered resistance. I manipulated the guidewire (moving it in and out to see if the resistance will disappear). The resistance improved; however, when I totally pulled out the needle, the guidewire "frayed". Since there was resistance, as if the tip of the guidewire is anchored inside the skin, I did not try any further attempt to recover the tip of the guidewire. Patient went to neuro ir where the patient underwent pipeline assisted coil embolization, also successful retrieval of the remnant of the guidewire from the right femoral site. There was no hematoma, no vascular compromise of the leg post-procedure.